Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include hwc. It is unclear if the blade was removed during the procedure on (B)(6) 2015 or during another procedure on an unknown date. The complainant part was returned to the patient and is not available for manufacturer investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: july 16, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows the lot 7732281 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted except for a memo correcting an incorrectly recorded receipt quantity. The receipt quantity would not have contributed to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) hardware removal procedure was performed on (B)(6) 2015 due to failed hardware and poor bone quality. The hardware went into femoral head varus. The original procedure, which was to treat a proximal hip fracture, was performed on (B)(6) 2015. Additional details indicated that the helical blade was originally implanted in the femoral head, but was cut out on an unspecified date. The patient was revised to a hemi-arthroplasty. The procedure was completed successfully with no reported delays. This report is 2 of 2 for (B)(4).